Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer had high blood glucose of 300 to 400 mg/dl. Offered to troubleshoot site issues and infusion set issues and customer declined. The insulin pump will not be returned for analysis.